Event description:
It was reported that during central processing, it was observed that there was an irregularity on the material at the base of the maryland bipolar forceps. Instrument jaws as it looks as melted or burned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis found thermal damage on the bipolar yaw pulley.